Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they slipped and fell on their butt. They added they are nervous that they screwed something up because they are experiencing urgency, frequency, and leaking/return of baseline symptoms. On the date of initial report, they increased amplitude and has been checking therapy status repeatedly to make sure it's on. They added that it doesn't seem to be working at all and feels like they are about to pee their pants again. As a result of what was reported, the caller was redirected to their healthcare provider (hcp). The consumer then added that they contacted their hcp's office and is waiting for a callback. The next day, patient called back and wants to know if there is anything else they can do to help with their symptom control because they've already switched programs and increased stimulation, but everything has ben painful. The consumer noted that they have an appointment on (B)(6) 2020 and has their device off, but wants their symptoms to be controlled. The call center reviewed information and redirected them to their hcp. No further patient complications have been reported as a result of this event.